Event description:
It was reported that during prior to use the attachment inside parts were found detached. There was no patient involvement as a result of this event. Additional information received on evaluation stating that top distal bearing was detached made this event reportable.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of detached parts were confirmed. It was found that top distal bearing was detached. The likely cause of failure could not be determined. However, it was also noted that laser markings were faded and internal parts was heavily polluted with foreign debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.